Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 529 mg/dl. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer did not received failed battery test. The customer was advised to monitor the pump and we will send replacement battery cap. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 529 mg/dl. The customer's nurse stated the screen is scratch. The customer's social worker is in the room and troubleshoot can't continue now. The customer's nurse was advised to call back and complete the blank display troubleshoot.